Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a smart touch bidirectional catheter. During the procedure, the physician was unable to cross the aorta with the catheter. The physician attempted to withdraw the catheter without fully releasing deflection. It was felt that the catheter may have doubled over, making it difficult to withdraw. Additional information was provided stating that the deflection was stuck in a fully deflected position. A second physician assisted and was able to remove the catheter without patient consequence. As the second physician withdrew the catheter, it got stuck near the short sheath, at the groin. The catheter was withdrawn into the 8 french sheath and the catheter and sheath were then removed as a unit. Upon inspection, there was a slight difference in catheter manipulation and deflection. The f curve was deflecting, but slightly off-plane. There was no physical damage observed at the distal end of the catheter. Patient did not require any extended hospitalization as a result of this event. Upon receipt, the catheter was visually inspected and the catheter tip was found bent. A tilt test was performed and the catheter failed. Further information received indicated that due to an apparent deflection failure, they attempted to remove the catheter without undoing the curve getting stuck at the sheath. This action might have contributed to the bent observed since the instructions for use (IFU) states to always place the rocker lever in neutral position, in order to straighten the catheter tip before insertion or withdrawal of the catheter. Additionally a sheath < 8.5f is contraindicated. Deflection and off plane tests were performed and the catheter passed. The catheter was then introduced into an instructions for use (IFU) recommended sheath and due to the tip condition a slight resistance was noticed. The device outer diameters were measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Based on available analysis finding results, the reportable failure mode does not appear to be caused by any internal biosense webster processes, since the catheter was found within specifications.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a smart touch bidirectional catheter. During the procedure, the physician was unable to cross the aorta with the catheter. The physician attempted to withdraw the catheter without fully releasing deflection. It was felt that the catheter may have doubled over, making it difficult to withdraw. Additional information was provided stating that the deflection was stuck in a fully deflected position. A second physician assisted and was able to remove the catheter without patient consequence. As the second physician withdrew the catheter, it got stuck near the short sheath, at the groin. The catheter was withdrawn into the 8 french sheath and the catheter and sheath were then removed as a unit. Upon inspection, there was a slight difference in catheter manipulation and deflection. The f curve was deflecting, but slightly off-plane. There was no physical damage observed at the distal end of the catheter. The physician's opinion regarding the cause of this event is that it was related to product malfunction, specifically, that the catheter did not deflect as expected. Patient did not require any extended hospitalization as a result of this event.